Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that had a patient that was discharged on 11/9 with a PICC. She came back yesterday with a hole in it. No other information was provided. Additional information provided 20-nov-2023 there was leakage found and did directly involve the patient. Patient on long term antibiotics

Event description:
It was reported by the customer that had a patient that was discharged on 11/9 with a PICC. She came back yesterday with a hole in it. No other information was provided. Additional information provided 20-nov-2023 : there was leakage found and did directly involve the patient. Patient on long term antibiotics

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter tubing is confirmed but the root cause could not be determined from the returned photograph. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed someone holding the tubing of a powerpicc to reveal a circumferentially aligned split in the extension tubing just proximal of the molded suture wings. The split went around about half of the circumference of the extension tubing. The details of the split could not be observed from the returned photo. The catheter appeared to have blood use residues inside the tubing. Because the split was evident from the returned photograph, the complaint of a split in the catheter tubing is confirmed but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.